Event description:
It was reported that an aortic hematoma occurred. A left atrial appendage (laa) closure procedure was being performed. The physician performed the transeptal crossing with the versa cross connect system and a double fxd curve watchman access system (was). The initial transseptal stick did not provide the necessary trajectory for watchman deployment. During a subsequent transseptal stick it was noted by the echocardiogram physician that there was a hematoma accumulating around the non-coronary cusp of the aortic valve. The physicians assessed with echo and also noted a small jet coming from the aortic root/non coronary cusp into the left atrium. The physician performing the procedure made the decision to abort the case and administered protamine. The jet coming from the aorta to the left atrium resolved within a few minutes of the protamine being given. The patient was kept under general anesthesia and observed for nearly an hour. Within 45 minutes, the hematoma started to decrease in size. The echo analysis showed that the ascending aorta, the aortic arch, and the descending aorta did not have any hematoma. The hematoma appeared to be localized to the sinus area around the non-coronary cusp. The physicians suspected that the sheath and/or dilator must have grazed the aortic valve area while advancing after the initial transseptal puncture. Patient status: the patient remained stable during the entire case and after was sent to intensive care unit (ICU) for observation. The patient did not require any additional intervention, hemodynamic support or blood products.